Manufacturer narrative:
The complaint investigation for falsely depressed potassium results generated on the architect c4000 processing module included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. The ict module is used for analysis of electrolytes on the architect c4000 processing module. Ticket search shows no adverse trend was identified. Labeling was reviewed and found to adequately address the issue. A review of tracking and trending did not identify any trends for the complaint issue. The device history record review did not identify any non-conformances or deviations. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing was identified. Completed information for section a1 patient identification: sid (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed potassium result generated on the architect c4000 processing module for one sample that was not reported out of the laboratory. The following results were provided: (customer's normal range: 3.5-5.0 mmol/l) sid (B)(6) initial result on (B)(6) 23 at 1628, repeat on (B)(6) 2023 at 1703 k initial = 1.1, repeat (same analyzer) = 4.2 no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Completed information for patient identification: sid: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed potassium result generated on the architect c4000 processing module for one sample that was not reported out of the laboratory. The following results were provided: (customer's normal range: 3.5-5.0 mmol/l). Sid: (B)(6) initial result on (B)(6) 2023 at 1628, repeat on (B)(6) 2023 at 1703, k initial = 1.1, repeat (same analyzer) = 4.2, no impact to patient management was reported.